Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider regarding a patient who was receiving 20.0 mg/ml dilaudid at 5.5. Mg/day and 8.25 mg/ml bupivacaine via an implantable drug infusion pump. The pump was implanted to treat non-malignant pain and failed back surgery syndrome. It was reported that the patient was hospitalized on (B)(6) 2015 with symptoms of overdose. The patient was in the intensive care unit and is on a narcan drip to which the patient was responding (i.e. Walking up).it was suspected that the patient ingested oral medications and that the pump had been increased. A manufacturer representative had come out during the acute episode to help read the pump. The patient was discharged to the general floor after two days in the intensive care unit. The patient's overdose symptoms were resolved.